Event description:
The user facility reported that portion of a guidewire became detached during withdrawal back through the introducer needle. Subsequently, the maude event report # (B)(4) was rec'd from FDA on (B)(4) 2010, which states: "pt presented on (B)(6) 2010 for l heart catheterization. While attempting difficult access to rfa, it was noted that wire tip sheared off. Surgeon documented, 'during the cardiac catheterization, attempted to gain access from the rfa approach. Guide wire exchanges were made including a guidewire exchange with a glidewire ... . Attempt was made to withdraw glidewire through needle and the distal tip was dislodged and separated ... .' Unable to retrieve by normal methods, resulting in surgical intervention (arterial catheterization) per vascular surgeon and admission to hospital to close observation." F/u communication confirmed that the detached guide wire tip was successfully removed, the pt is fine and has been released.

Manufacturer narrative:
(B)(4): add'l surgical procedure was required to retrieve the detached material. Results, conclusions: based on eval of user facility info; based upon eval of reserve sample. The involved device has not been returned for eval. Therefore, the failure investigation was based on assessment of user facility info and a rep retained sample. Inspection and testing of the retained samples found no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based upon the limited info available, the event description is consistent with damage to the glidewire due to manipulation against a hard, sharp surface (such as the bevel of the entry needle through which the guidewire was reportedly withdrawn). The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator;" "failure to abide by the following warnings might result in ... Breakage/separation of the wire, that may necessitate retrieval;" "failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel;" and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and f/u.